Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had loss of communication error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device. The se replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb) and performed extended self-testing on the device and all tests passed.